Event description:
It was reported that the side-firing was noticed to have commenced forward firing at 110,000 joules in use during a prostate procedure. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
The device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.